Event description:
Reporter indicated that vns pt is experiencing different kinds of seizures than before pt was implanted with the vns therapy system. It was reported that the pt now experiences headaches and grabs their head before each seizures. The pt's family member reports that the vns therapy has helped to control the pt's little seizures, but that now the pt is experiencing harder, different seizures. The pt plans to follow-up with their neurologist for evaluation. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.